Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) was set to around 11 cm and it would drift down to around 8-9 cm, while the device was on a patient. The patient was moving around a lot. When checking the ventilator, the customer noticed that the map was reading 4 cm and the low map alarm was set to 8 cm and was not alarming. The customer turned the high map alarm down from 13 cm to 11 cm and the unit alarmed high map with the panel meter on the unit reading the map at 4 cm. The customer did not provide any information regarding any patient harm or injury, it is currently unknown.